Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd q-syte luer access split-septum stand-alone device there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Received a total of 56 q-syte units: 52 of the units were within sealed packages and inside dispensers from lot number 7209840, 2 used units were received within open packages and 2 used units with no packaging material. Fifty-six (56) q-syte closed luer access units were received in support of this complaint. Fifty-two of the units were within sealed packages and inside dispensers from lot 7209840, two used units within open packages and two used units with no packaging material. Our quality engineer visually inspected the four used units and observed that unit 1 had tears to the slit of the septum top disk, and the slit of the septum bottom disk. Unit 2 had tears on the slit of the septum top disk and no damage to the bottom disk. Unit 3 had tears to the slit of the septum top disk, column wall and septum bottom disk. Unit 4 had tears to the slit of the top disk and bottom disk. There was no physical/mechanical damage observed on any of the unused units. Next, the engineer performed a water leak test to determine if there was any leakage. There was no leakage observed on units 1, 2 and 4 but when unit 3 was placed into the actuated position leakage was observed coming out of the tear in the column wall. Based off of the visual inspection and water leak test our engineer was able to verify the reported issue. However, our quality engineer was unable to determine a definitive root cause for the leakage. This was the second reported complaint for the defect of leak associated with these lots. A review of the device history records was performed for the reported lots and found zero quality related issues. Unit 3 - a definite source that caused damage to the column tear (unit 3); which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. Unit 4 - the evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Event attributed to: other. Device single use?: no.